Event description:
Customer's mother called to report that the customer was hospitalized for diabetic ketoacidosis. Pt stated pt was feeling queasy during the day. Blood glucoses are tested between 5 and 6 times a week. The day before hospitalization, blood glucoses were tested at lunch and were 180. Customer stated customer's body was aching all day and started vomiting later that evening. Later that night, blood glucoses were tested and customer thought it read 55, so changed the basal rate. At 8 am the following morning, the paramedics were called. Blood glucoses were 480 at the time and 1145 in the ER. No evidence of kinking in tubing, no air in tubing and device not dropped.